Manufacturer narrative:
(B)(4). The customer reported multiple symptoms with the device including locking up during op check, pacer and shock equipment malfunction and the charge button not working during the op check. The device was evaluated at philips. The symptoms were verified. Replacing the processor pca resolved the issue.

Event description:
The customer reported multiple symptoms with the device including locking up during op check, pacer and shock equipment malfunction and the charge button not working during the op check.